Manufacturer narrative:
The gehc service representative will replace the power controller board. The customer contact reported there was no patient information available.

Event description:
The hospital reported that, during a case, the unit alarmed for a battery failure. The unit continued to function on ac power. There was no reported patient injury.